Manufacturer narrative:
Hologic technical support (ts) reviewed logs advised customer that pi warns about sample contamination if carryover of samples is not adequately controlled during sample preparation/handling. Customer performed extra cleaning and monthly maintenance to decontaminate the instrument and work areas. Customer then prepared a new kit and ran without any further issues. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
Customer reported a possible contamination event based on an observed increase in positive samples for their sars-cov-2 tma runs using assay lot 314804. The operator preparing the runs was covid-positive and symptomatic. Wl (B)(4) on panther instrument sn (B)(4) was reviewed by hologic technical support to identify any potential contamination. The wl in question had 29 positives out of 56 samples. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. Corrections were made by the lab to retest any positive sample they questioned during this period with no adverse events reported.